Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2, unknown bag, and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2, unknown bag, and extraneal viaflex (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy "pineapple-like drain" and was hospitalized. It was not reported if a peritoneal effluent analysis and culture were performed. On an unreported date, the patient began remedial therapy with cefazoline (dose, frequency and route not reported). The cause of the peritonitis was not reported. It was not reported if dianeal pd2 and extraneal viaflex therapies were ongoing. At the time of this report, the event of peritonitis was resolving. Medical history and concomitant medications were not reported. The consumer did not provide an assessment of causality for the event of peritonitis.